Manufacturer narrative:
Method: actual device not evaluated. Additional manufacturer narrative: although there have been attempts to receive further information regarding the event, no additional details were provided and the explanted device was discarded at the hospital. At this time, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic mitral heart valve was removed after an implant duration of four (4) months. The reason for explant remains unknown. The explanted device was replaced with a 27mm pericardial bioprosthesis. No additional details provided.

Manufacturer narrative:
Additional manufacturer narrative there may be cases in which our devices are implanted in a patient with active valvular endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in removal of the newly implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated; therefore, the event is not related to the newly implanted device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information that this mitral bioprosthetic heart valve was explanted after four (4) months due to recurrent prosthetic valve endocarditis with severe vegetations. Upon visualization, there were very large, shaggy vegetations on all of the valve leaflets. Additionally, vegetations were hanging off large portions of the sewing which had been mostly endothelialized. The valve itself was competent and there was a heavy degree of calcification. Once excised, this was replaced with a 27mm pericardial bioprosthesis and echocardiogram revealed excellent results. The patient was transferred back to the intensive care unit in stable condition; he was later discharged on post-operative day #11.